Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii.

Event description:
Healthcare professional reported a possible left side rupture and capsular contracture, baker grade ii. Device was explanted.